Event description:
It was reported that during a da vinci-assisted surgical procedure, wire broken during procedure. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.